Event description:
The essure implants were implanted in (B)(6) 2011 and bleeding ensued for over 90 days then severe cramping headaches, lower back pain and the procedure did not take on the side. In the 2 yrs leading up to my hysterectomy, I bleed for months at a time, could not have intercourse, and was mostly in bed for the time until I had the removal. That side it had floated into my uterus and was connecting to my wall causing more bleeding. As I had procedure done on a military installation. I had to wait months for them to clear it through the red tape. I had to pcs (move/transition) to another place and ended up having a partial hysterectomy due to this product.